Manufacturer narrative:
The laser system log files were reviewed and confirmed that there was a vacuum leak detected following by a loss of suction. No other issues were recorded in the laser system log files. The surgical images were reviewed and noted that the suction ring was centered. The procedure progressed until frame 42 where a full loss of speckle pattern in the suction ring was seen and then on the next frame a full suction loss occurred. During a post-operative clinical follow up, the doctor stated the patient's vision was 20/20 and his refraction was +.50 sph 20/20. Root cause: unknown as to why there was a vacuum leak.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Customer reported to a lensar clinical application specialist that the doctor had a pt who lost suction and the laser etched the cornea.